Event description:
Loose hardware led to 2nd surgery

Manufacturer narrative:
Evaluation summary: the reported event that hardware loosened could not be confirmed because no x-rays or other image documentation were available from the healthcare facility, and the devices were not available for evaluation. A root cause analysis conducted by a subject matter expert team did not lead to a determination of the root cause due to insufficient information available. The instructions for use for non-active implants v15013/j were reviewed. The following statement related to the reported failure mode is included: intra-operative: [¿] after the procedure check the proper positioning of all implants using the image intensifier. [¿] implant selection and sizing: [¿] failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ a review of the device history was not possible because the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Loose hardware lead to 2nd surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.